Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device delivered anti-tachycardia pacing (atp) to convert the arrythmia. It was noted that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. Technical services (ts) reviewed and stated that all lead measurements were within the normal range. This device remains in service. No adverse patient effects were reported.